Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 11:01 am, the customer's meter result was 6.2 inr. At 1:50 pm, the doctor's roche professional xs meter, the result was 4.6 inr. At 1:51 pm, the customer's meter result was 5.5 inr. The customer was taken off of warfarin for a procedure, then she was put on a higher dose since 30-oct-2020. She was taken off of lisinopril and her lasix was reduced from 40mg to 20mg. The therapeutic range was 2.5-3.5 inr and the customer tests an average of every 2 weeks.